Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized in 2008 for an incident of hyperglycemia. The reporter states, the pts blood glucose was 109 mg/dl at 9:30pm on the day before. At 2:00am on original date, it was 143 mg/dl. At 6:30am on 8/27, it was 375 mg/dl. The pt was brought to the hosp at 7:30am on the same day, upon admit to the hosp, her blood glucose was 415 mg/dl. She was treated with IV fluids and insulin. The reporter states that they had changed her site, set and insulin on 8/26. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.